Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii.

Event description:
Healthcare professional reported capsular contracture, baker grade IV and rupture diagnosed via ultrasound. This record is for the left side. The device has been explanted and replaced with another manufacturers device.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Photo evaluation: device photograph(s) for the device related to the reported event of rupture, capsular contracture, edema and visibility/palpability was requested on april 29, 2025. Lot number 2499051can be observed on the device. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe since it is not related to the device. Edema: unable to observe since it is not related to the device. Visibility/palpability: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported capsular contracture, baker grade IV and rupture diagnosed via ultrasound. This record is for the left side. The device has been explanted and replaced with another manufacturers device.